Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Event date is unknown at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that "implants navigation is not always accurate. Need to confirm with fluoro."